Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The log files contained 256 events spanning approximately 7 days (07nov2020 to 12nov2020 and 28dec2020 to 31dec2020 per the timestamp). Multiple backup battery fault alarms (internal error code f34) intermittently activated throughout the log file due to an ebb circuit fault when the white power cable was disconnected. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, (B)(6), was not returned for analysis. Additional information on 18jan2021 stated that the ebb was reseated which resolved the issue. The cause of the backup battery fault was not identified. No product will be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28jul2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery was exchanged due to backup battery fault alarm. Log file analysis observed backup battery faults due to an emergency backup battery (ebb) circuit fault. Additional information stated that reseating the battery resolved the issue. The backup battery was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple replace backup battery alarms. Patient stated that the controller never alarmed when alarms were recorded. A log file analysis showed backup battery faults caused by emergency backup battery circuit faults.